Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested via mail on 10/27/2010 and 10/16/2010; via fax on 10/27/2010 and 10/16/2010; and via phone on 11/08/2010 and 10/15/2010. (B)(4).

Event description:
A consumer reported she started experiencing discomfort in her left eye following the use of this product in (B)(6) 2010. She stated she went to the doctor and was diagnosed with a corneal abrasion. She noted she stayed out of her lenses for two weeks and her symptoms resolved. She reported in (B)(6) 2010, she started experiencing discomfort in her right eye. She stated she went to the optometrist who diagnosed her with a corneal ulcer that was affecting her vision. She noted she was having difficulty seeing out of her right eye. She stated her doctor prescribed her an antibiotic six times a day and an antibiotic combination ointment at night. On 11/15/2010, additional info was received from the consumer stating she went to her ophthalmologist who cultured her right eye and found an unk type of fungal growth. She stated her ophthalmologist diagnosed her with a central bacterial corneal ulcer in her right eye and corneal abrasions in both eyes. She reported her left eye symptoms have resolved; however, she still cannot see out of her right eye, her vision has decreased, and it is like looking through thick wax paper. She reported her doctor prescribed her an oral antibiotic twice a day, an antibiotic and an antibiotic/antifungal drop every hour while awake and 2 drops throughout the night, an antifungal drop every hour around the clock, and 1000mg vitamin c. She noted she is not allowed to work for a week and her doctor is culturing the solution, her contacts, and her lens case. On 11/15/2010, additional info was received from the consumer's optometrist stating the consumer experienced a corneal abrasion in her left eye and a corneal abrasion and corneal ulcer in her right eye. He stated he treated her with an antibiotic and an antibiotic combination. Additional info has been requested.